Event description:
Device 7 of 7. Reference MFR report: 1627487-2012-10433. Reference MFR report: 1627487-2012-10434. Reference MFR report: 1627487-2012-10435. Reference MFR report: 1627487-2012-10436. Reference MFR report: 1627487-2012-10437. Reference MFR report: 1627487-2012-10438. The pt received two scs systems (one cervical and one thoracic). It was reported the pt's systems were functioning properly; however, the pt reported she was not receiving an adequate amount of pain relief. Both scs systems were explanted and replaced with medtronic devices.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.